Event description:
During follow-up, device interrogation revealed a number of data anomalies. The faxed diagnosis and ram map appeared to be corrupted. Technical services informed the sjm rep that the corruption may be corrected however, the cause was unknown and reoccurrence could not be ruled out. The physician elected to explant the device.